Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 7.5 mg/ml at 0.36 mg/day and dilaudid 5 mg/ml at 0.24 mg/day via an implanted pump. It was reported that the patient had a catheter and pocket revision. A portion of the new spine segment was replaced with a new 8782 and discarded. It was reported approximately two weeks after implant the patient noticed a fluid buildup in her back, and no pain relief. The cause of the event was undetermined. Per the patient, a CT scan on (B)(6) 2023 showed the catheter was not intrathecal. On (B)(6) 2023, the patient had the catheter revised with a new 8782. It was further reported the pump placement was uncomfortable, the pump was moving in the pocket and hitting the patient¿s hip. The cause of the event was undetermined. On (B)(6) 2023, the pump pocket was revised, moving the pump more medial. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot#/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-jan-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.